Event description:
According to the customer, the cusa excel 36khz straight handpiece (c2602) was defective during an operation. The issue led to increased surgical time of approximately 30 minutes; however, it did not result in any injury for the user or patient. The exact failure of the handpiece is unknown at this time.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11 (root cause update). Root cause - the root cause is confirmed as failure of the coilform due to a detached/weakened solder joint on the coilform. The fault may be due to wear and tear in the field (repetitive strain on the cable). No further action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The excel 36khz straight handpiece each1 (c2602) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident were observed. Failure analysis - investigation of the returned handpiece shows that a cable line on the transformer coil side was broken. To resolve the issue, the broken lines on the coil side have been re-soldered, and the housing and all o-rings have been renewed. The handpiece was calibrated, tested, and checked for safety after the repair according to the applicable manufacturer guidelines. Root cause - the root cause is confirmed as failure of the coilform due to the solder joint on the coilform detached /weakened. No further corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.